Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that an optiflo hemostasis catheter was used during a colonoscopy procedure performed one month prior. According to the complainant, during the procedure, after removing a polyp in the cecum, the site continued to bleed. The device failed to retract while attempting to inject the polyp site with epinephrine. The procedure was completed with a second optiflo hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."